Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-140mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: 297mg/dl (B)(6) 9:00pm & 356mg/dl (B)(6) 9:00pm. Customer stated she just started a new doctor to try to control her diabetes as it has been fluctuating drastically.